Manufacturer narrative:
The insulin pump passed the displacement test. However, the prime could not be completed during the prime test and a compromised force sensor system error alarm during the basic occlusion test due to a faulty force sensor resistor. No motor error alarms were noted. The drive support was inspected and no anomalies were noted. The following physical damage was also found: minor scratches on the lcd window, cracked casing at the display window corners, and broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 174 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The pump had not been bumped or dropped prior to the alarm. The customer also mentioned receiving a motor error alarm a week ago; she cleared it and the pump resumed normal function. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.